Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported issues with the battery power module. No info on pt involvement available.